Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was "splitting". This issue was noted during flushing of the line with sodium chloride (nacl) before administration of the chemotherapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection revealed a small cut on the tubing. The reported condition was verified on the actual device. The cause of the condition was due to manufacturing. A retention sample was visually checked and functionally tested with no issues noted. The reported condition was not verified on the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.